Event description:
The customer reported a communication error between the generator and workstation. The fe confirmed this was an intermittent issue and the exam could not be performed until the system was restarted. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.